Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that notification upload failure on 1 station. A field service engineer dialed into the server and medstation. Checked upload error via sync information and identified issue from purge.purgestatistic table. Followed ka (upload processing failure - purge statistics errors in sync 2.0) procedures. Informed that the case will remain open for another 24 hours. Case closed after no response within 24 hours. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es notification upload failed. Some order was not crossing over the station. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.